Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An eyecare professional reported flap difficulties during flap creation. Clinical applications specialist suspects vertical gas breakthrough but is not for certain. Additional information has been requested. There are two related reports for this facility. This report addresses the event on (B)(6) 2019 and another manufacturer report will be filed for the event that occurred two weeks before.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.5., b.6., d.10., h.3., h.6., and h.10. Correction information provided in b.1 and b.2. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed a standard energy optimization. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
There are multiple related reports for this facility. This report addresses the patient on (B)(6) 2019 right eye and other manufacturer reports will be filed. Upon follow up, black holes were noted during flap creation. Parts of the interface of the flap were not lasered. Error was not recognizable on the machine. Procedure was completed. Extended healing process was caused by massive manipulation to lift the flap.